Manufacturer narrative:
The impella device has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: cautions: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Event description:
The user facility reported a failed delivery attempt to place an impella cp device for mechanical circulatory support. The patient arrived at the hospital, and a computed tomography angiography revealed patient to be having an aortic dissection. The patient was accepted and taken to the operating room and a bentall procedure was completed. The patient required venoarterial extracorporeal membrane oxygenation (va ECMO) cannulation to come off bypass and following was transported back to intensive care unit. After being back in the unit for approximately one hour, the decision was made to consult cardiology for placement of impella cp pump. Computed tomography angiography of the left common femoral artery showed no contraindication for the impella insertion. After the sheath was advanced, the physician proceeded with trying to obtain left ventricle access across the aortic valve for about 1.5 hours. Multiple steps and techniques taken including giving calcium for increased ejection, going up and going down on ECMO flows, and attempting to pace the patient at a faster rate. Aortic valve angiogram revealed no contrast was making it into the left ventricle and appeared that the aortic valve was not opening. Multiple physicians were consulted for advice. A transthoracic echocardiogram was completed and noted the new bioprosthetic aortic valve had already developed a small thrombus, and the mitral valve had a large thrombus. Decision was made to abort impella insertion with plans to take the patient back to the operating room to place a left ventricular vent. However, after consulting with the patient's family the decision was made to transport the patient back to the intensive care unit and bolus/infuse heparin to see if clot thrombus could be resolved. After further discussion with the family, it was noted the family likely will decide to withdraw care. However, no update to indicate the patient's demise have been received at this time.

Manufacturer narrative:
The investigation for the delivery issues has been completed. The pump was retuned for investigation and no abnormalities were noted. The root cause of delivery issue was determined to be patient condition. The guide wire was unable to pass the aortic valve because the valve was not opening and the insertion was aborted. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: cautions: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ impella cp with smartassist system, section: warnings & cautions: warnings, section: pre-support evaluation, section: axillary insertion of the impella 5.5 catheter, section: direct aortic insertion, section: use of impella with transcatheter aortic valves: ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ h.6 code 2199 was reported incorrectly on the initial manufacturer device report number 1220648-2024-25110. A new code was added. H.10 additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report number 1220648-2024-25110 in accordance with updated procedures.